Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up it was noted that this was identified during a procedure. The detached portion was located during the procedure and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. A portion of the foot of the attachment was detached and missing. It was also noted that the color bank was faded and the etching was illegible. On follow-up it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff.